Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that display screen was frozen. When battery was changed, pump received a battery out limit alarm. Customer was unable to clear alarm. Customer's blood glucose was 72 mg/dl.